Manufacturer narrative:
Three requests were made for return of the device without any response. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the jaw of the elite pass broke off cleanly in the patient and was removed with graspers. There was no patient injury or other complications reported.